Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch caused damage to the patient's mouth, cutting, causing bleeding.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. The customer's evidence (photo) shows a set of aligners mounted on the patient's teeth. A reddish residue (apparent bleeding) is observed between the trays and the upper teeth. The upper aligner trays appear to fit properly; no deformations, sharp edges, or rough edges are observed that could injure the patient. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.